Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was not returned for analysis. The implant coil was returned stuck within the catheter and was extremely stretched and out of its secondary shape. The damage found on the device was consistent with the reported complaint details. The implant coil was stuck within the catheter and was severely stretched. As the segment of the device that was returned was severely damaged and the pusher was not returned, a root cause for the complaint cannot be determined; however, the device exhibits evidence that it was subjected to forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that resistance was encountered during advancement of an embolization coil in the catheter after approximately 2 cm of the coil had been deployed in the patient. During the retraction attempt, the coil detached in the catheter. The coil cold not be flushed or pushed out of the catheter with the wire. Both segments of the coil were removed in their entirety together with the catheter. There was no reported patient injury or intervention. The patient was reported to be stable.